Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to recharge the ipg. The pt went to the ER due to the chronic pain pattern, and has had no relief from the scs system. The sjm rep met with the pt, and it was reported the pt had fallen 5 months prior. The charging system and the programmer were unable to maintain communication with the ipg; the pt had been unable to recharge the ipg for the last 5 months. The pt was to meet with the physician regarding the issue, and a replacement charging system was sent to the pt.